Event description:
It was reported that stent damage occurred. After pre-dilation, a 4.00 x 20mm synergy xd drug-eluting stent was selected for use. However, during insertion, it was noted that the stent strut was lifted up. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter city: (B)(6).